Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared to have been damaged at implant.

Event description:
It was reported that during an attempted right ventricular lead implant, the physician had difficulty getting the helix to "bite" tissue and the lead dislodged. Multiple locations were attempted with the same result. When the lead was removed, it was noted that there was tissue embedded in the helix. Also, in order to maintain access, the physician intentionally breached the lead insulation to advance a guidewire. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.